Event description:
The lead was returned for analysis.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
The complete lead was returned. Set screw marks were noted on all terminal connectors. The lead was stretched at one point, likely due to the explant procedure. The helix was fully extended, had a trace of tissue in it and determined to met specification. The lead was determined to be electrically continuous. Laboratory analysis was not able to confirm the clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The lead was not able to capture and was oversensing atrial activity. A lead revision procedure was performed where the lead successfully explanted. A large hematoma was observed in the pocket from the previous surgery. The hematoma was evacuated during the lead revision case. The lead is to be returned. There were no additional adverse patient effects.